Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No low blood glucose anomalies were noted. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, minor scratches on the reservoir tube window, cracked battery tube threads, a stained keypad overlay and a stained end cap sticker. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that her blood glucose readings went down from 179 mg/dl to 45 mg/dl in half an hour when she took a bolus. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.